Event description:
During a robotic assisted hysterectomy, the uterine manipulator was placed on the cervix prior to incision into the abdomen. After incision into the abdomen, during the procedure, an object resembling a contact lens was observed in the abdomen. It was then noted that a piece of the balloon (the same size and light blue color) was missing from the uterine manipulator. The broken piece was retrieved from the patient's abdomen.